Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died after experiencing a perforation and cardiac tamponade. The cause of death may be related to a lead perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.